Event description:
Customer complains blood leak at the beginning of treatment. Blood flow rate 200ml/min. The blood loss of the pt was 309ml, as the blood in the extracorporeal circuit was not returned by clinical policy. The treatment was finished on another machine and a dialyzer from the same lot without any further problems. No medical intervention necessary.